Event description:
It was reported that after undergoing a routine generator change out procedure, this right atrial (ra) lead exhibited noise, oversensing and pacing inhibition with no asystole noted. These observations were confirmed through isometric maneuvers performed during post procedural in-clinic evaluation. Subsequently, the patient underwent additional surgical intervention for a lead revision procedure. During the procedure, the physician noted there was no visible damage to the ra lead, no heem in the device header, the set screw was fully seated and the lead was positioned correctly. Ultimately, the physician opted to surgically abandon and replace the ra lead. No further adverse patient effects were reported.